Manufacturer narrative:
The insulin pump was programmed with the correct time and date and was monitored for three days. No unexpected audio or alarm anomalies were noted. The insulin pump was received with a cracked case at display window corners and battery tube threads, and minor scratches on the display window.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a beeping anomaly on the insulin pump. Customer stated her pump kept beeping every 15 minutes. Customer's blood glucose level was 125 mg/dl. Troubleshooting was performed, but there were no alarms in the alarm history of the pump. Customer was offered a replacement insulin pump since the cause of the beeping could not be found. No additional information provided.